Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine for spinal pain. It was reported that their pump has gone dry over a week ago and their healthcare provider (hcp) just refilled it yesterday. The patient was told that they can deliver bolus after 12 hours. However, patient was trying to connect to the pump but saw patient bolus disabled. The agent reviewed device function and was redirected to hcp to further address the concern.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.